Manufacturer narrative:
Additional narrative: evaluation update: in addition to the malfunctions identified in the initial report, reliability engineering also determined that the case was badly damaged. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The contact¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery casing device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the housing seized, jammed and was moving heavy. It was further determined that the device failed for general condition, check the contacts, check battery casing cover and the lid, check inserting of battery w/ sterile cover, battery check, attached / locking check, functional check / contacting, leakage test and for lubricate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.